Event description:
The customer reported a leak from the right side of a unicel dxh 800 coulter cellular analysis system, which was not contained within the instrument. The instrument operator was wearing gloves and a lab coat at the time of the leak and there were no reports of biohazard exposure to the leak. There were no reports of erroneous results generated or of impact to patient treatment in connection with the leak.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found and corrected a loose luer lock fitting on the differential lyse pump. In addition, the fse noted vc199 errors due to a defective vent and overflow chamber; the fse replaced the parts. Repairs were verified per established procedures. (B)(4).